Manufacturer narrative:
Although the device history record could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. On initial inspection, only the introducer sheath and stent delivery wire were returned to site for analysis. During visual inspection, it was noted that the stent delivery wire was kinked/bent. No other anomalies were noted. Functional testing could not be performed due to the damage noted to the device. Based on device analysis and additional information, an xt-27 microcatheter device was used during the procedure. The stent directions for use (dfu) states using specifically excelsior sl-10 or excelsior xt-17 microcatheters. The incorrect microcatheter size would have caused the reported issue of stent deployed prematurely during use. Therefore, an assignable cause of user error has been assigned to this investigation.

Event description:
It was reported that as the stent (subject device) was being advanced through the microcatheter, the physician noticed only the delivery wire was present at the tip. The physician realized that the catheter used had larger inner diameter (ID) than the recommended. The stent was not advancing and had prematurely deployed in an unintended location during the procedure. The procedure was completed successfully, and no clinical consequences were reported to the patient due to this event.

Event description:
It was reported that as the stent (subject device) was being advanced through the microcatheter, the physician noticed only the delivery wire was present at the tip. The physician realized that the catheter used had larger inner diameter (ID) than the recommended. The stent was not advancing and had prematurely deployed in an unintended location during the procedure. The procedure was completed successfully, and no clinical consequences were reported to the patient due to this event.